Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Bedside nurse reported controller error. It was recommended controller exchange. Upon arrival, automated impella controller (aic) had a grey controller error alarm and no placement signal on display. Perfusion and bedside nurse proceeded to aic exchange. Purge bag & cassette were transferred first and the aic connector. Pump went to prior p level (6) & flows to 3.8 (yellow), placement signal not reliable alarm started showing. 5 minutes after, they called saying impella stopped. Upon second arrival, a new aic was in the room and everything had been transferred. P level had to be manually input. Placement signal was present and no alarms showed. Patient remained stable during all aic exchanges. This report is for the second aic. Additional report will be sent for the first aic and another for the pump.

Manufacturer narrative:
H6: added code e2343 and omitted code e2403. D9: updated the devices return information.

Manufacturer narrative:
B1. Is adverse event updated. H1. Type of reportable event updated.

Manufacturer narrative:
E1 added initial reporter phone number as they were omitted from the initial report that was submitted.